Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when an embolization coil implant was slightly protruded from the distal end of the microcatheter, the coil detached. The coil was withdrawn and removed in its entirety from the patient. Subsequently, the procedure was successfully completed. There was no reported patient injury or intervention.